Manufacturer narrative:
(B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. The root cause of this event cannot be conclusively determined with the available information. The subject device was not returned for evaluation due to infection. However, there is no evidence that the edwards device caused or contributed to the patient's infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It was likely that this event was due to procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25 mm bioprosthetic pericardial aortic valve was explanted after an implant duration of one (1) month due to prosthetic valve endocarditis. Per medical records, there was very extensive inflammation along the entire ascending aorta circumferentially. It was densely adherent to the pulmonary artery. The posterior proximal aorta was very thinned out. There were lots of old hematoma and old blood along the posterior. The aortic valve was taken out and was sent for cultures. There was fresh pus along the annulus, especially along the right coronary region than non-coronary region. Subsequently, the pus was removed. The inflammatory process extended up to the ostium of both the left and right coronary arteries allowing only partial-thickness harvesting of any sort of tissue. Subsequently, a patch of bovine pericardium was fashioned appropriately. The patient also underwent CABG surgery. The explanted valve was replaced with a 23 mm non-edwards valve. After valve replacement, the patient did not have much heart function, especially on the lateral wall. There was diffuse bleeding from every needle hole and throughout the entire part of the sternum and soft tissues in the neck. The patient did not tolerate the secondary to poor cardiac function and the patient expired.